Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
Patient was revised on the right side approximately eight months post-implantation due to unknown reasons. All components were removed and replaced with total knee implants.